Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided pictures noted an ar-9597-10 angled reamer sleeve, 10 cracked. The complaint allegation is confirmed based on the customer-provided pictures. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 09/24/2024, a sales representative via (B)(4) reported that an ar-9597-10 angled reamer sleeve, 10, cracked due to wear and tear (see photo attachment). This was discovered after use when it was returned from the field, and no issues were encountered during the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.